Event description:
A patient was implanted with a 3.5mm lcp anterolateral distal tibia pl 17 holes/right and screws on (B)(6) 2012 for a highly comminuted pilon fracture. The patient presented with non-union on an unknown date. On (B)(6) 2012 the patient was returned to the or for removal of hardware and revision to a new plate, screws and autograft. This report is #8 of 15 for the same event.

Manufacturer narrative:
This device was used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.